Event description:
N/a

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported heart block could not be conclusively determined. It is possible that the anatomical factor (severely calcified native aortic valve with calcification extending toward the left ventricular outflow tract) may have contributed to the reported heart block. The reported surgical intervention was result of a permanent pacemaker implant. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was successfully implanted in a patient. The was severe calcification noted in the left ventricular outflow tract. It was noted on an electrocardiogram that the patient developed a left bundle branch block (lbbb) after a pre-implant balloon aortic valvuloplasty was performed with a 25mm non-abbott device. No treatment was performed. The valve was re-sheathed once during procedure due to being deployed too high. While in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the non-coronary cusp. The final non-coronary cusp implant depth was 3.9mm. On (B)(6) 2025, it was noted that the patient's lbbb persisted and further progressed to a first degree heart block with a progressive pr lengthening. On (B)(6) 2025, the decision was made to implant a permanent pacemaker. The cause of the left bundle branch block is attributed to the severely calcified native aortic valve with calcification extending toward the left ventricular outflow tract and tortuous anatomy. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.